Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced one infusion set tubing detachment from connector. The set was in use 6-7 hours. Blood glucose levels were 200 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.